Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg was non-functional. There was no device malfunction suspected as per physician. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.